Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure there was an issue with the illumination. The system also displayed a system message and locked. The system was re-booted and surgery was completed with the same system and accessory. There was no harm to the patient.

Manufacturer narrative:
The table top (tt) illuminator and xenon lamp were received for evaluation. The returned tt illuminator and xenon lamp were installed into a calibrated system and tested. The system messages (sm) (illuminator optics temperature has exceeded its limit. Illuminator functions will be disabled), sm (communication failure with the illuminator optics fan. The fan may not work properly), sm (illuminator ballast temperature has exceeded its limit. Illuminator functions will be disabled), and sm (communication failure with the illuminator ballast fan. The fan may not work properly) displayed on boot-up. The printed circuit board (pcb) illuminator control was found nonconforming. Additional troubleshooting found the l4 was found to be loose due to a poor solder joint on the nonconforming pcb. The l4 was re-soldered and the pcb was installed back and tested. No system messages displayed. The root cause can be attributed to a table top illuminator printed circuit board (pcb) poor solder joint on the l4 component, causing the component to be loose. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. The table top illuminator was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 29, 2014. Based on qa assessment, the product met specifications at the time of release the root cause of the reported events can be attributed to a table top illuminator. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).